Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet developed a small crack and would not unlock, and an attempted software update did not resolve the issue, after which the user transitioned to backup therapy while blood glucose remained unaffected. Symptoms included no reported adverse clinical effects. Outcomes included the need to replace the device and interruption of normal device use. Investigation included customer communication and troubleshooting guidance. Investigation of this device revealed a damaged screen consistent with a hardware malfunction affecting the device¿s user interface and lock/unlock functionality. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the device exterior leading to functional impairment.